Manufacturer narrative:
It was reported to abbott during an office visit to turn on their stimulator, the patient stated they were experiencing difficulties waking and new pain running down both legs. Surgical intervention was taken where the system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced difficulties when walking and new pain running down both legs. As a result, patient underwent surgical intervention on (B)(6) 2024 wherein the entire system was explanted. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: 05415067027153, serial: (B)(6) , batch: 9215691.